Event description:
The customer reported that during the examination, the system malfunctioned w/o an error message.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.